Event description:
It was reported that during a remote follow up, undersensing resulting in inappropriate automatic mode switch (ams) was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.